Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) does not power on" was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on successfully during the testing. Upon visual inspection, noticed a small tear in the power button and a bent battery lock. The observed physical damages were unrelated to the reported complaint. The probable root cause for the physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in july 2015 and is almost 5 years old. During initial functional testing, the autopulse platform was powered on successfully. No other device malfunction was observed. Unable to duplicate the customer reported complaint. As a precautionary measure, the power button was replaced. The archive data review showed no significant discrepancies on the reported complaint date. Upon customer approval, the defective components will be replaced and the device will be further tested to full specification.

Event description:
As reported, during the shift check, the autopulse platform (sn (B)(4)) does not power on. Per a reporter, the platform was cleaned after use. The user tried to use different batteries, however, the issue persists. No patient involvement.